Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Updated: b4, g4, h6.

Manufacturer narrative:
Additional manufacturer narrative: there can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. In this case, one of the leaflets had fused with the chordae tendineae and surgical intervention was required. Per (B)(4) the device was not returned for evaluation as presence of bloodborne infection had been confirmed. The device history record (DHR) was not reviewed as the device serial number was not provided. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information that a 27mm 7300tfxj mitral valve, which was implanted to the tricuspid position approximately five (5) years and ten (10) months, was explanted due to tricuspid regurgitation secondary to leaflet immobility caused by leaflet fused with the chordae tendineae. The device was originally implanted for tricuspid valve replacement to correct tricuspid regurgitation. After an implant, one of the leaflets which is close to the septal apex had fused with the chordae tendineae. Aside from tricuspid regurgitation, there was a hole in the septum between the right atrium and the right ventricle near tricuspid annulus and regurgitation was observed through the hole as well. The device was explanted and replaced with a 25mm sjm mechanical valve with no adverse patient events reported. The patient status was reported as ¿recovering¿. The device will not be returned for evaluation due to hepatitis b infection. Multiple cardiac surgical procedure: mitral valvuloplasty with a 28 mm 5200m ring at implant. There was no allegation of device malfunction. The surgeon commented that there is no correlation between the infection and fusion of the leaflet. The hole in the septum was not noticed at implant, but is suspecting that a small hole was originally there and it gradually became bigger to cause regurgitation.